Event description:
It was reported that during an ablation procedure, the user experienced cold pixels. It was noted that the laser power was lowered. The user let off the foot pedal once cold pixels were witnessed one time. The physician did perform a biopsy prior to the ablation procedure. The biopsy was flushed with a thrombin solution. There were no patient complications reported in relation to this event.

Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.